Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: rupture : observed opening on the device. Additional observation: brown particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.